Event description:
The pt's wife reported that the pt was taken to the emergency room on (B)(6)2010 with elevated blood glucose levels (597 mg/dl), nausea and vomiting.

Manufacturer narrative:
The pump was returned to animas for evaluation. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no issues.